Event description:
It was reported that the patient had surgery on (B)(6) 2014 to have their pump replaced. On (B)(6) 2014 the patient was scheduled to have surgical irrigation of the pump pocket to rule out a possible infection. It was later reported that the entire system was removed due to infected pump pocket. The actions required as a result of the event included surgical intervention and explant. At the time of report the patient would be given time to clear infection and possibly re-implant in the future. No diagnostic testing or troubleshooting was performed as it was not required. The patient had no symptoms associated with the event. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter (B)(4).